Manufacturer narrative:
At this time, the device and lead remain implanted as the physician feels the patient no longer needs ICD therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative requested the products for return, however, they were retained by the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited low out of range shock impedance measurements. Additionally, an alert was issued due to a possible device malfunction. Interrogation of the device revealed a short circuit was detected during shock delivery and a charge time out. A message indicating limited therapy was available was also observed. No adverse patient effects were reported.